Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments that the unit did not save consistently to a portable data file or a disk and that the unit experienced delay and freezing and no suspicious errors were observed in the parsing sheet, though it was noted that errors were found in the window updated history. The hard drive was reconfigured, and the software reloaded and updated as a preventive measure. Analysis did find a vertical red line on the left side of the screen, the keyboard latch was broken, a keyboard screw was missing and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would not save-to-universal serial bus (usb) consistently, whether attempting save-to-disk or save-to-portable document format (pdf). It was also reported that the programmer was making beeping tones while attempting to make a programming change, followed by a delay in functionality and freezing of the programmer, accounting for the inability to change anything else. The programmer has been returned for repair. No patient complications have been reported as a result of this event.